Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest garment was digging into the patient's side, causing a skin injury. Facility staff placed a small bandage over the irritated area. The patient was issued a larger sized garment and continued to wear the lifevest.